Event description:
A report was received that the patient experienced discomfort with tenderness and pulling at the ipg site which was mild in severity. The patient was prescribed flector patches. The event is not recovered / not resolved. The event was considered a non-serious adverse event as unlikely related to the procedure and has a possible relationship to the device and not related to the stimulation. This patient is part of the combo clinical trial study. Additional information was received that the event recovered and resolved.

Event description:
A report was received that the patient experienced discomfort with tenderness and pulling at the ipg site which was mild in severity. The patient was prescribed flector patches. The event is not recovered / not resolved. The event was considered a non-serious adverse event as unlikely related to the procedure and has a possible relationship to the device and not related to the stimulation. This patient is part of the combo clinical trial study.